Event description:
It was reported, although the patient is receiving stimulation, the ipg is unable to communicate with the charger. The sjm representative confirmed the issue using multiple chargers. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.